Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided image found both devices lying next to each other. For both, the suture appears to be completely off the needle and is lying next to the devices, no implants are clearly distinguishable in the image. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Part of the reported device was received for evaluation. A visual inspection revealed the devices were each returned in original packaging with the batch number of the complaint on the label. Device one's needle assembly is bent. The t1, t2, and partial suture were not returned. The variable depth straw has been trimmed. Bio debris is present. Device two's t1, t2, and partial suture were not returned. The variable depth straw was not returned. Bio debris is present. A functional evaluation could not be performed for either device since the implants have been deployed and were not returned. An analysis of the customer provided image found both devices laying next to each other. For both, the suture appears to be completely off the needle and is laying next to the devices, no implants are clearly distinguishable in the image. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time. H11: h2: corrected data on: h6 (health effect - impact code).

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a meniscus repair surgery, two (2) ultra fast-fix's suture and both t-implants fell off from the meniscus. T1 was already anchored secured in the patient when the problem was noticed, both implants were removed from the patient using tweezers. The procedure was successfully completed without surgical delay using a smith and nephew back up device. No further complications were reported.